Event description:
It was reported that a cadd cassette had a residual volume of 88 cc in bag. Pump was programmed correctly. Patient heard his cadd pump beeping over night. He replaced the batteries; he started the cadd and ensured it was in run mode. No patient injury was reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical-ICU on (B)(6) 2022 - via email file (B)(6)- residual medication was wasted. The patient did not have any unplanned treatment or tests as a result of the incident.